Event description:
It was reported that the patient went to the hospital due to several shock deliveries. High voltage therapies were disabled after reproducible artifacts on the right ventricle tip/right ventricle coil channel could be reproduced by pocket manipulation. Interrogation of the device with medtronic support showed the increased sensing integrity count and unstable right ventricular (rv) impedance. During the revision, it was noted that the outer lead isolation distal to bifurcation was deformed with blood inside the isolation. The proximal part of the rv lead was cut. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. In addition, the outer insulation had a cosmetic depression. Performance data collected from the device was analyzed and there was oversensing with 39 ventricular non-sustained tachycardia episodes and 1 ventricular fibrillation episode. There was also noise with ventricular short interval count v-sic=1136.9 counts avg/day in 2.77days. In addition, there was varying impedance where the daily pace lead impedance log data showed varying impedance and increases for rv pace.